Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse testing) has been confirmed. As received, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the test failure is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed on the cable. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the belt receptacle on a patient's monitor was damaged.